Manufacturer narrative:
Lead model 3093-28 lot #v394050 implanted: (B)(6) 2010 explanted: unk, programmer model 3037 (B)(4), neurostimulator model 3058 (B)(4) implanted: (B)(6) 2010 explanted: unk, lead model 3093-41 lot#v389415 implanted: (B)(6) 2010, explanted: unk.

Event description:
It was reported that the patient's implantable neurostimulator (ins) "turned" 3 months after implantation and had to have them re-implanted. Then both of the devices "came apart" and the patient had to have them removed. It was noted that she had numbness in her left leg from the hip to the knee. Additional information was requested, but was not available at the time of this report. See also manufacturers report # 3004209178-2012-00913.